Manufacturer narrative:
The reason for reoperation was device exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side is "getting smaller" and "possibly deflated". Healthcare professional reported capsular contracture, baker grade ii. Device remains implanted.